Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 1162". Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where ¿check cannula test¿ was found to be failing. Once testing was completed, the axes controller surgical circuit board (acsc) was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿acsc pftp assembly¿ was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, arm#2 had non-recoverable error and requested to disable the arm or restart and site had restarted with no change. Technical support engineer (tse) had site do a hard restart with no change. Site was going to talk with surgeon however site needed 4 arms for procedure. The procedure was completing as planned with no reported injury.